Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when asymptomatic patient presented in emergency room with suspected defibrillation discharge, inappropriate auto mode switch (ams) due to shortening of delays and far r oversensing were observed. Upon interrogation, there was no record of high voltage (hv) therapy delivered since (B)(6) 2018. Programming changes were made, and patient will be monitored. Patient was stable and discharged.